Event description:
The customer reported approximately one (1) milliliter of blood fluid leaked from shear valves 85 and 87 inside the instrument involving coulter lh 750 hematology analyzer. The customer had on proper protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. Quality control was within the expected ranges. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered shear valve 85 plates were worn from use and were leaking the aspirated blood to the differential chamber inside the instrument. The fse replaced cvl 85 (shear valve 85) to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).